Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the monopolar curved scissors instrument was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and the reported complaint was replicated/confirmed. The instrument was found to have a broken tube adapter at the distal end. A piece approximately 0.088" x 0.102" in size was not returned with the instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors instrument was damaged. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.